Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm along with pump error alarm. Customer stated that they able to clear alarm but unable to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about battery failed alarms and was unable to check the history on the pump due to the persistent battery failed alarms on event date of (B)(6) 2021. Device received with constant failed battery test alarms after battery insertion. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to constant failed battery test alarms. Swapped pcba 2 with a good pcba 2 and the device booted up properly. The history download was not successful using thus software and the carelink upload was not successful due to the constant failed battery test alarms. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, scratched/peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly, moisture damage on pcba 1, moisture damage on pcba 2 and moisture damage on lcd assembly. Device was confirmed for failed battery test alarms, an unexpected battery power loss anomaly due to the constant failed battery test alarms, an unexpected error message which is the failed battery test alarm, a download anomaly which all are due to moisture damage on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.